Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a trauma surgery, the evos small 2.0mm drill w/ao qc long device broke off in the 2.0/2.7mm double-ended drill guide because the drill guide may be worn due to wear, causing the drill not to enter smoothly. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For evos small 2.0mm drill w/ao qc long, a review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For 2.0/2.7mm double-ended drill guide, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. As the evos small 2.0mm drill w/ao qc long is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Also, the 2.0/2.7mm double-ended drill guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.